Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, pause episodes were detected due to undersensing. The r wave measurement has dropped since implant. Abbott technical support was contacted and recommended reprogramming the device. No intervention was performed at this time but is anticipated in the future. The patient was stable with no adverse consequences.